Event description:
It was reported that the implant was removed due to infection. Abscess and inflammation was reported as symptoms. The site was grafted with allograft and xenograft together with original implant placement. Tooth site #14.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.